Manufacturer narrative:
A ge service representative performed an onsite investigation. The system was rebooted and was found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an error and would not boot up. No pt injury or death was reported.